Event description:
Hill-rom received a report from the account stating the nurse call would not work. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the sidecom communication cable was not connected. A search of the hill-rom maintenance records showed hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this beds. The technician reconnected the sidecom communication cable to resolve the issue. Based on this information, no further action is required.